Event description:
During broaching for a summit stem, a small crack was noted in the calcar and cable was placed. The stem was then inserted, sz 4 and the crack appeared larger and another cable was applied. The doctor then decided to switch to an aml stem. The canal was reamed and broached and a aml small stature 15mm was placed with good result. The surgery was extended approx 15 minutes.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. A complaint database search was not possible as the product and lot code required was unavailable. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation , the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.